Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is not able to hear with her device. She had a mixed hearing loss indication and was implanted on the round window. At activation, no gain was noted. The audio processor was checked and showed to be functional. A CT scan was carried out, and the surgeon performed a revision surgery under local anesthesia in (B)(6) 2011 in order to better position the floating mass transducer (fmt) on the round window. After the surgery, the patient again had no perception of sound.